Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: a 407652 lead implanted: (B)(6) 2012. A 6725 adaptor implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to no capture and lead migration. No patient complications have been reported as a result of this event.